Event description:
On 06/25/2009, the patient reported that in (B)(6) 2006, she accidentally dropped her insulin infusion device in water. She said she removed the battery and insulin cartridge and allowed her device to dry out. She stated when it was dry, she reconnected to her device and used it for the last 3 years. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.